Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with right ventricular (rv) lead exhibited loss of capture (loc) and inadequate defibrillation threshold (dft) and thresholds. Additional information obtained from the field representative that the reason for loc was possibly due to microdislodgement; however, it was never confirmed. The physician tried multiple lead positions and opted to change the rv lead. The loc did not result to asystole greater than 2 seconds as reported. The device was electively changed as the physician opted to use a different lead specification. This rv lead was surgically abandoned and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.